Event description:
(B)(4). It was reported that ventilator generated an apnea alarm while connected to a patient. There was no patient harm reported. The field service engineer, fse, who was dispatched to the site afterwards, found three technical error codes in the ventilator's logs that were generated in connection with the reported apnea alarm. The technical error codes indicated patient category mismatch, disabled valves, and a communication error. The fse ran the ventilator and it was observed as functioning normally and within specification. (B)(4).

Manufacturer narrative:
The returned control printed-circuit board (pcb) which regulates the inspiratory and expiratory gas flow to the patient has been investigated. During testing of the returned control pcb in a reference ventilator, several pre-use checks and ventilation tests while connected to a test lung were performed, with no deviations having occurred. From the received device log files, we could conclude that the software system in the breathing sub-system had reported an error writing to a file in its file system. When this failure mode occurred, the breathing application stopped working and the breathing sub-system was automatically rebooted. After the reboot, the system should continue the ventilation, but with technical alarms still alarming. After a shutdown, and startup of the system, the reported system functioned without further deviations being noted. The root cause for why the breathing system has failed and rebooted, has not been determined from this investigation.

Event description:
(B)(4).